Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient .

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from a laboratory using neoplastin reagent on a compact stago analyzer was 3.1 inr. The result from the meter was 4.2 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field other # has been updated.